Manufacturer narrative:
Explant date: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported patient had a massive claudication in the right leg. The following information was provided by the user facility: the doctor has a lot of experience with angio-seal, and until this event, there were no problems. The angio-seal was applied properly, the anchor and collagen were released. There was no bleeding after the intervention. After three days, the patient went back to the hospital due to having a massive claudication in the right leg. An ultrasound showed the anchor of the angio-seal (peripheral). The anchor had dissolved. The patient was successfully operated on by the vascular surgeon. The patient is now free of complaints, there were no further complications. The intervention was a diagnostic, nothing complex. Additional information was received on november 23, 2017. The anchor was in the tibial-fibular-trunchus and as a consequence the a. Tibialis posterior got closed, and it able to be remove the anchor by a vascular surgeon without any problems.